Manufacturer narrative:
Additional information: on april 26, 2021, mentor became aware that the patient actually experienced bilateral rupture. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast surgery with 590cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. The rupture was confirmed with an MRI. As a result, the patient underwent device removal and replacement with 590cc mentor memorygel breast implants, catalog number 3505590bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.

Manufacturer narrative:
On august 23, 2021, mentor became aware that the date of implant was (B)(6) 2014. However, since per manufacturing record evaluation, manufacturing date of lot 6865995 september 22, 2014, therefore the date of implant under field d6a for both sides is updated to (B)(6) 2014 until any clarification becomes available at which time, supplemental reports will be submitted. This supplemental report is for the patient's left-sided device. Manufacturer¿s reference number: (B)(4).